Event description:
Pca pump failed to deliver programmed doses. Pump registered all pca doses as attempts. Able to administer loading doses only.clinical engineering did evaluate the pump and verified proper operation. The bolus cable was also fully functional. It was determined the pump was not set up to deliver a bolus. It was setup in pca mode only. In this mode you must wait an initial period of 10 minute before it will allow you to deliver the first dose. There is a mode selection that allows a bolus and pca operation, which was not selected.

Event description:
Pca pump failed to deliver programmed doses. Pump registered all pca doses as attempts. Able to administer loading doses only.clinical engineering did evaluate the pump and verified proper operation. The bolus cable was also fully functional. It was determined the pump was not set up to deliver a bolus. It was setup in pca mode only. In this mode you must wait an initial period of 10 minute before it will allow you to deliver the first dose. There is a mode selection that allows a bolus and pca operation, which was not selected.